Event description:
Philips received a complaint on the philips mrx defibrillator indicating that the device was unable to pass an operations check. There was no report of patient or user impact. Available details indicate that the device had exhibited symptoms of a failure. Details provided in an update from the source case indicate that the rse conducted a self-test and it performed a successful operations check, and the device was successfully returned to service. It has been concluded that no further action is required at this time.